Manufacturer narrative:
H11 - manufacturer narrative: cataract is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A health care professional reported that an implantable collamer lens was implanted into the patients eye. The patient developed a cataract. The lens was explanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H11- originally the claim was determined to be reportable, but upon further review was determined to not meet definition of a complaint. However, the claim cannot be voided as an MDR has already been submitted. Claim # (B)(4).